Manufacturer narrative:
Correction: related report number moved from b5 to h10.

Manufacturer narrative:
Correction: previous supplemental report g3 aware date of april 17th, 2025 submitted in error. Date should have been april 7, 2025.

Manufacturer narrative:
The reported event of noise and inappropriate therapy was confirmed in the device image, however it could not be reproduced in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer report number: 2017865-2025-39425. It was reported that the implantable cardioverter defibrillator delivered inappropriate shocks due to oversensing of noise by the right ventricular (rv) lead. The device was explanted and the lead was capped on (B)(6) 2025. The patient was stable.